Manufacturer narrative:
Product analysis: visual review of the implant confirmed the ¿ears¿ of the -03 top component are broken off and not returned for analysis. Microscopic examination of the -03 peek top component scalloped features identified material deformation, suggesting physical obstruction during attempted implantation which prevented full insertion into the vertebral disc space. Visual, optical and microscopic examination of the front-facing tab on the -03 peek top component did not identify witness marks or deformation consistent with angulation during attempted assembly. Event description describes the implant open approximately ~2mm during attempted implantation, which would increase the likelihood of obstruction during attempted insertion. The above observations are consistent with implant fracture due to brittle overload during attempted implantation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Intra-op, the implant broke apart when implanting into the patient. Reportedly, upon closer look after the implant broke, it looked as though the implant was opened about 2mm and that appeared to be the reason for the implant breaking. Another implant was opened and implanted without incident. Product came in contact with the patient. No fragments of the device remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.